Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient (B)(6) experienced pain at the implantable neurostimulator (ins) site. The site was also hot and tender. Patient presented to the physician's office where an ultrasound was taken and blood work performed, the results of both were not provided to the manufacturer. Physician suspects an infection.

Event description:
Additional information received indicated the patient was treated with oral antibiotics and no further interventions are planned at this time.

Event description:
Follow-up information indicated the results of the ultrasound and blood work were not provided to the manufacturer. It is unknown if an infection was confirmed, but the patient's system remains implanted.